Event description:
It was reported that during the surgical procedure, the tips of four screwdrivers broke. Also two pedicle screws broke during insertion and had to be extracted. The patient is reported to have extremely hard cortical bone. The difficulties resulted in a delay of twenty minutes to the procedure. There were no adverse consequences to the patient. See the following mfg medwatch reports for the other devices involved in this event: 1526439-2013-21096, 1526439-2013-21097, 1526439-2013-21098, 1526439-2013-21099, 1526439-2013-21100.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual evaluation of returned viper cortical fixation screw noted evidence of the tulip head being cut in half. This was most likely done to facilitate the removal of this screw. The screw shank contained significant thread damage in which the threads were flattened and deformed from their intended geometric profile. This damage was most likely caused by the use of an unidentified removal device. No other visual anomalies were noted during the evaluation. Review of the device history record found no discrepancies. The root cause of the screw¿s tulip head dislodgement is undetermined. However, it was reported that the patient had very hard cortical bone. The screw may have been subjected to an unanticipated level of torque resulting in head dislodgement. No corrective action is necessary at this time as there has been no issue identified in the manufacturing or release of the device. Therefore, the complaint will be closed with no further action required.